Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the contacts were out and there was lead migration. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot#: 17146839 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the contacts were out and there was lead migration. The patient will undergo an explant procedure.